Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the tubing from the hemovac wedging under the polyethylene insert causing the need to remove and replace the insert.